Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent removal surgery and a recurrent hernia on (B)(6) 2021. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 7/3/2022 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.